Event description:
A sales rep for an eyecare practitioner reported that an unspecified pt experienced a central corneal ulcer associated with wear of focus night & day lenses. Follow-up with the practitioner revealed only that it was a central ulcer that resolved with antibiotic treatment. No further info is available concerning signs, symptoms, or outcome.